Event description:
The reporter indicated that the pt complains of pocket stimulation. The pacemaker nurse noticed pocket stimulation only during atrial sense test in aai. The nurse will check annotations - unipolar and bipolar as well as impedances. Annotation -> bipolar show intermittent noise in the atrium with pocket manipulation.